Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Through follow-up with the health care-provider, the surgeon has indicated that the device was removed due to a perivalvular leak; the valve was "too big." Operative report revealed a heavily calcified trileaflet [native] valve . The annulus was debrided of excess calcium. The left coronary cusp annulus was heavily calcified extending into the mitral valve, and this was debrided. The edwards device was then implanted. The surgeon noted that the annulus at the left coronary cusp appeared to have torn, creating a big perivalvular leak. The device was then explanted and replaced by a same model but smaller sized edwards valve. Additionally, it was also indicated that this event was not related to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The information provided suggests that this event was due to patient related factors. No further actions are possible with the available information.